Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery that they were getting high line pressures from the reservoir. The user facility stated this occurrence twice; however, the second unit only displayed a slightly higher pressure and they were able to overcome it with additional vacuum. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device and visual inspection confirmed that the tubing was kinked inside the venous filter. The unused sample that was also returned did not display any evidence of kinked tubing during visual inspection. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).